Event description:
Patient reported, "capsular contracture, high grade in both breasts". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is not related to the device. Additional observations: deformation is observed. No further actions are required, since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Photo analysis it is not possible to determine the lot number or catalog through the photos provided. Visual analysis of the photographs identified: unable to observe since it is a medical event and is not related to the device. ¿capsular contracture: unable to observe since it is a medical event and is not related to the device. Clarification to d9-date is when device photo was received.

Event description:
Device has been explanted.

Event description:
Healthcare professional, later reported, left side capsular contracture, baker grade IV. Diagnosed via ultrasound.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported "capsular contracture high grade in both breasts." Device remains implanted.